Event description:
Pt reported that the insulin pump was not working. After the batteries were pulled out of pump and replaced, the programming screen did not come back on. Pt left batteries out for sometime and then again replaced batteries. Programming screen still did not come on. The office loaner pump was provided to pt until they received a replacement pump from minimed. Pt. Rc'd replacement pump in 08/2003.